Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported he had a red, itchy rash under the therapy electrodes. The patient's physician advised the patient to use cream on the rash. Follow-up indicated that after applying the prescription cream, the rash improved.